Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Expiration date - 10/2020. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure in a shunt, upon removing the balloon from the sheath, the elastomer was allegedly peeled off. Reportedly, the balloon had been inflated at approximately 20 atm. There was no reported patient injury.

Event description:
It was reported during an angioplasty procedure in a shunt, upon removing the balloon from the sheath, the elastomer was allegedly peeled off. Reportedly, the balloon had been inflated at approximately 20 atm. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection of the device found the outer layer to be peeled throughout the length of the balloon. Therefore, the investigation is confirmed for peeled outer layer. However, the reported unraveled material is unconfirmed as fibers were not disturbed. Per the IFU a 6 fr sheath is required for this catheter catalog number, however, it was reported a 5 fr sheath was used. The IFU also requires the use of a 0.035" guidewire, however the device was returned with an unknown 0.030" guidewire inside the catheter. The improper sized sheath and guidewire could have contributed to the reported event. However, the root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. Expiration date: 10/2020.